Manufacturer narrative:
Blocks outcomes attributed to adverse event, describe event or problem and event problem codes updated.

Event description:
It was reported to boston scientific corporation that an obtryx ii system device was implanted during an unknown procedure on an unknown date. According to the complainant, post procedure, the patient experienced mesh erosion and discomfort. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on april 30, 2018. The device had been reportedly in the patients body for three very long painful years. The patient experienced chronic pain throughout her body, which was always at levels of 10. The pain relief was reportedly minimal no matter how strong the pain reliever was or who prescribed it. The patient also reported that she experienced headaches, nausea, extreme pressure in groin and anal areas, restless legs syndrome, and nerve spasms throughout her body. She was unable to sleep on her sides and stomach due to the discomfort and pain from her hips down. She also experienced painful sex with her partner which reportedly, she never had experienced before in her entire sexual life. Her urethra was very painful and overly sensitive. Her bladder never emptied out properly at any time the mesh was inside her body, which caused urinary tract infection. Her urine was also reported to be very smelly. Most of these symptoms commence two months after the mesh was placed in her body by a surgeon who reportedly gave her no information about the side effects or complications that would arise after the implantation of this device. The patient added that it (the device) didnt cope with being in her body, and that it took only three years for the mesh to erode and break down. The patient is now reportedly pain free as she has had the device removed and her life is slowly going back to a healthy normalcy.

Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system device was implanted during an unknown procedure on an unknown date. According to the complainant, post procedure, the patient experienced mesh erosion and discomfort. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.